Event description:
While performing testing after service repair, the respironics service technician reported the ventilator restarted during operation. There was no patient involvement and the ventilator did alarm. The service technician reported finding a loose connection on the main on/off power switch. The service technician reseated the connection on the power switch to correct the problem. Performance verification testing was performed and all tests passed per operating specifications.